Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: "insulin should be at room temperature before filling cartridge." Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 550 mg/dl. Reportedly, the customer was using cold insulin. A manual insulin injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.